Event description:
It was reported that the pacemaker, right atrial lead and right ventricular lead were explanted due to infection. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction b5 section.

Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the pacemaker, right atrial lead and right ventricular lead were explanted due to infection. The infection was not related with the abbott procedure. The patient was in stable condition throughout the procedure.